Manufacturer narrative:
Product ID 37085-40, serial# (B)(4), implanted: 2012-(B)(6), product typ extension, product ID 37085-40, serial# (B)(4), implanted: 2012-(B)(6), product typ extension. (B)(4).

Event description:
It was reported that during the implantation procedure, the extension was damaged because the torque wrench did not work properly. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that it was believed that that physician had observed the connection had broken while turning the screw. It was also reported that the physician no longer worked in neurosurgery at the moment. It addition, it was unknown if any diagnostics were performed or if any malfunctions were observed. It was also unknown if interventions were needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, neu_wrench_acc lot# unknown; product type accessory product ID, neu_wrench_acc lot# unknown; product type accessory product ID, neu_wrench_acc lot# unknown; product type accessory. Analysis of the three wrenches found no anomaly.